Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was explanted and replaced for an unspecified reason. No field allegations have been received against this product. This report was created due to laboratory findings.